Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons of insulin pump was sticky and hard to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that there were deep scratches on screen, louder during rewind and had low battery alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Pump received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected rewind anomalies noted. No unexpected battery out limit alarm anomalies noted.